Manufacturer narrative:
Olympus followed up with the user facility for add'l info regarding the report and was informed that the coil sheath of the device was successfully removed with a biopsy forceps. No pt injury reported. The subject device has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. A supplemental report will be submitted, if the device will be returned at a later date and significant info becomes available later.

Event description:
Olympus was informed that during an endobronchial ultrasound (ebus) procedure, after few passes, the user had difficulty passing the ebus needle through its sheath but was able to continue. After the last pass, the user reportedly noted that the coil from the end of the ebus needle sheath was in the pt's lung. The coil was retrieved from the pt's lung. There was no pt injury reported.